Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Log file review for the treatment for day of treatment does not show any abnormalities or product problems. Energy stayed stable. Vacuum was valid. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. The most possible root cause was determined to be user handling. User created a pseudosuction and also used too much liquid. To avoid pseudosuction, the true suction can be ascertained by observing that the eye moves when the suction ring is gently moved, the pupil is mildly dilated, and the patient cannot see the fixation light. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with an incomplete flap following flap creation. The patient underwent photo refractive keratectomy (prk) at a later date. The patient complained of foreign body sensation and discomfort as a result of the event. Bandage contact lenses were placed but removed after a few hours due to discomfort. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.